Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28- august-2017. Further information was requested but not received.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Patient condition was not provided.

Manufacturer narrative:
The reported event of bpa leading to device explant and replacement was not confirmed. Interrogation of the device revealed the device was at eri (elective replacement indicator) when received. There¿s no bpa (battery performance alert) detection. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Event description:
New information received notes that the patient condition was stable after the procedure.